Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) female patient (age unspecified) who received treatment with synvisc one and after few hours the patient was not able to put pressure on leg, not able to walk; after unknown latency patient had pain and fluid drained off; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) bilaterally. The same day, within 3- 4 hours patient was not able to put any pressure on the leg or walk. Patient had to miss work from (B)(6) 2017 followed by 10th and (B)(6) 2017 due to the event. Patient had appointment with another doctor on december to get fluid drained off the knee. Patient returned to work on (B)(6) 2017, however patient left on (B)(6) 2017 after 3 hours because patient was in tears and pain. Patient had to schedule appointment for (B)(6) 2017 with the doctor to again have the fluid drained. Patient had to again miss work from (B)(6) 2017. Patient had appointment for (B)(6) 2017 for another check-up and patient was still in pain. Corrective treatment: not reported for all outcome: unknown for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who received the recalled lot of synvisc one and later developed pain and effusion resulting in difficulty bearing weight and walk. Based on the information reported the causal role of the product cannot be denied from occurrence of events. However, such local reactions and there further complications are commonly reported and well documented with the use of synvisc/synvisc one, therefore this single case report does not alter the safety risk profile of the product.

Event description:
This unsolicited case from united states was received on 24-jan-2018 from the patient. This case concerns a 56 year old female patient who received treatment with synvisc one and after few hours the patient was not able to put pressure on leg, not able to walk; same day experienced turned red, burning sensation; after unknown latency patient had pain/very painful/throbbing and fluid drained off/fluid drawn off of knee; also, device malfunction was identified for the reported lot number. No past drug was provided. Patient's concurrent condition included depression and thyroid disorder. Patient had juvenile diabetes type 1 since an unknown date and had knee operation 20 years ago. Patient's concomitant medications included insulin, bupropion hydrochloride (wellbutrin xl), lamotrigine (lamictal), levothyroxine sodium (synthroid), norethisterone and ethisterone. On (B)(6) 2017 the patient initiated treatment with single intra-articular synvisc one injection, once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) bilaterally. The same day, within 3- 4 hours patient was not able to put any pressure on the leg or walk, swelling of the knee to the point that could not walk without crutches. It turned red, was throbbing and had a burning sensation patient had to miss work from 06-dec to (B)(6) 2017 followed by 10th and (B)(6) 2017 due to the event. Patient had appointment with another doctor on december to get fluid drained off the knee. Labs were done on 08-dec- 2017 and (B)(6) 2017 which were negative for infection. Patient returned to work on 13 and (B)(6) 2017, however patient left on(B)(6) 2017 after 3 hours because patient was in tears and pain. Patient had to schedule appointment for (B)(6) 2017 with the doctor to again have the fluid drained. Patient had to again miss work from (B)(6) to (B)(6) 2017. Patient had appointment for (B)(6) 2017 for another check-up and patient was still in pain. On an unknown date, patient recovered from redness and turned red. Corrective treatment: cortisone shots for turned red, burning sensation, fluid drained off/fluid drawn off of knee, pain/very painful/throbbing; crutches for not able to walk/could not walk; not reported for rest of the events outcome: recovered for turned red, burning sensation; unknown for rest of the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for not able to walk/could not walk and device malfunction; required intervention for pain/very painful/throbbing, fluid drained off/fluid drawn off of knee, turned red, burning sensation additional information was received on 20-feb-2018 from patient. Patient demographics updated. Additional events of turned red, burning sensation were added with details. Event term was updated for the events of fluid drained off to fluid drained off/fluid drawn off of knee and pain to pain/very painful/throbbing. Corrective was updated for not able to walk/could not walk and pain/very painful/throbbing. Medical history, concurrent condition and concomitant medication added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018:the follow up information recieved does not change the previous case assessment. This case concerns a patient who received the recalled lot of synvisc one and later developed pain and effusion resulting in difficulty bearing weight and walk. Based on the information reported the causal role of the product cannot be denied from occurrence of events. However, such local reactions and there further complications are commonly reported and well documented with the use of synvisc/synvisc one, therefore this single case report does not alter the safety risk profile of the product.

Event description:
Based on additional information received on 26-mar- 2018, this case became medically confirmed. This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a 56 year old female patient who received treatment with synvisc one and after few hours the patient was not able to put pressure on leg, not able to walk/could not walk; same day experienced turned red, burning sensation; after unknown latency patient had pain/very painful/throbbing and fluid drained off/fluid drawn off of knee, recurrence of swelling (unknown latency), synovial fluid wbc count 29875 mm3/ polynuclated cells 44%/ lymphocyte 12%/ monocyte 44% (03 days later), synovial fluid rbc (03 days later), synovial fluid cloudy/ body fluid color red/ rare epithelial cells (03 days later), knee flared up (unknown latency), lacks 5 degress of full extension (unknown latency); also, device malfunction was identified for the reported lot number. No past drug was provided. Medical history included acl (anterior cruciate ligament) reconstruction surgery approximately 30 years ago. Patient's concurrent condition included depression and thyroid disorder. Patient had juvenile diabetes type 1 since an unknown date and had knee operation 20 years ago. Patient's concomitant medications included bupivacaine hydrochloride (marcaine), naproxen sodium (aleve), insulin, bupropion hydrochloride (wellbutrin xl), lamotrigine (lamictal), levothyroxine sodium (synthroid), norethisterone and ethisterone. No family history of knee problems. The patient presented with worsening right knee pain. No history of recent trauma. She did a lot of walking, standing and climbing. She had medial and lateral joint line tenderness. Well-healed anterior scar. Well-healed arthroscopy scar. She had a 1 to 2+ lachman's, had a lot of guarding. She appeared to have a good endpoint. No varus or valgus instability. Full extension. She had 115 years of flexion. Ap and lateral of the knee had a moderate amount of medial and lateral compartment arthritis, and had a mild amount of patellofemoral arthritis. She had interference screws in the femur and tibia. Treatment with mobic was going to be started. Lining her up for viscosupplementation was being planned. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once (dose: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) for arthritis in knee in right knee. The same day, within 3- 4 hours patient was not able to put any pressure on the leg or walk, swelling of the knee to the point that could not walk without crutches. It turned red, was throbbing and had a burning sensation. Patient had to miss work from (B)(6) 2017 followed by 10th and (B)(6) 2017 due to the event. Patient had appointment with another doctor on december to get fluid drained off the knee. Labs were done on (B)(6) 2017. She returned for follow up on her knee. She returned early because it had flared (onset date: dec-2017 after unknown latency). The knee was aspirated, got 20 ml of cloudy fluid and sent for gram stain, c&s, cell count with differential. She was injected with 2 ml of cortisone and 2 ml of bupivacaine hydrochloride (marcaine). The patient was to be seen in 3 days if she was not markedly better, if she gets worse during the weekend, was advised to go to the emergency room. Labs were done on (B)(6) 2017, which were negative for infection. Patient returned to work on (B)(6) 2017, however patient left on (B)(6) 2017 after 3 hours because patient was in tears and pain. Patient had to schedule appointment for (B)(6) 2017 with the doctor to again have the fluid drained. Patient had to again miss work from (B)(6) to (B)(6) 2017. On (B)(6) 2017, she returned for follow up on her knee. She was having persistent pain and had recurrence of the swelling (onset date: (B)(6) 2017 after unknown latency). The fluid which was aspirated on the 8th had a white blood count of 29,875 mm3, rbc 50000 mm3, cloudy, polynucleated cells 44%, lymphocyte cells 12%, monocyte cells 44%, rare epithelial cells, no organisms were seen, no crystals. Gram stain was negative and culture was negative. It was still a little better. She went to work, but after she was on it for a couple of hours had marked increased pain and swelling. She had a moderate effusion and lacked 5 degrees of fall extension (onset date: unknown after unknown latency). She had pain flexion past 90 degrees. She had 110 degrees of flexion. The knee was aspirated again and got 25 ml of slightly bloody, slightly cloudy fluid. Sent it for gram stain, c&s, cell count with differentia. The patient was injected with 1 ml of cortisone and 1 cc of bupivacaine hydrochloride (marcaine). The patient was going to be kept off work through tuesday. The patient was going to be seen back on wednesday if she was having any pain or swelling. Patient had appointment for (B)(6) 2017 for another check-up and patient was still in pain. On an unknown date, patient recovered from redness and turned red. On (B)(6) 2017, she returned for follow up on her knee. She was doing better. A very small effusion, much less pain. Her fluid that was aspirated before had a white blood count of 5432 mm3, rbc 26000 mm3, cloudy, polynucleated cells 24%, lymphocyte cells 66%, monocyte cells 10%, rare epithelial cells, no organisms were seen and culture was negative. There was no evidence of infection. The patient was going to be taken off from work just so she was not not irritated. She was going to return to work and seen back in 2 weeks. If she developed increased pain or increased swelling, was advised to return immediately. Corrective treatment: cortisone shots for recurrence of swelling, turned red, burning sensation, fluid drained off/fluid drawn off of knee, pain/very painful/throbbing; crutches for not able to walk/could not walk; not reported for rest of the events outcome: recovering for synovial fluid wbc count 29875 mm3/ polynuclated cells 44%/ lymphocyte 12%/ monocyte 44%, pain/very painful/throbbing; recovered for recurrence of swelling, fluid drained off/fluid drawn off of knee, turned red, burning sensation; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52228 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for not able to walk/could not walk and device malfunction; required intervention for recurrence of swelling, pain/very painful/throbbing, fluid drained off/fluid drawn off of knee, turned red, burning sensation additional information was received on 20-feb-2018 from patient. Patient demographics updated. Additional events of turned red, burning sensation were added with details. Event term was updated for the events of fluid drained off to fluid drained off/fluid drawn off of knee and pain to pain/very painful/throbbing. Corrective was updated for not able to walk/could not walk and pain/very painful/throbbing. Medical history, concurrent condition and concomitant medication added. Clinical course updated and text amended accordingly. Follow up information was received on 26-feb-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 26-mar-2018 from healthcare professional. Medical history, concurrent conditions, lab results and concomitant medications were added. Suspect indication was added and location was updated. Additional events of recurrence of swelling, synovial fluid wbc count 29875 mm3/ polynuclated cells 44%/ lymphocyte 12%/ monocyte 44%, synovial fluid rbc, synovial fluid cloudy/ body fluid color red/ rare epithelial cells and knee flared up lacks 5 degress of full extension were added. The event outcome of pain/very painful/throbbing was updated from unknown to recovering and of fluid drained off/fluid drawn off of knee was updated from unknown to recovered. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 26-mar-2018: the follow up information recieved does not change the previous case assessment. This case concerns a patient who received the recalled lot of synvisc one and later developed pain and effusion resulting in difficulty bearing weight and walk. Based on the information reported the causal role of the product cannot be denied from occurrence of events. However, such local reactions and there further complications are commonly reported and well documented with the use of synvisc/synvisc one, therefore this single case report does not alter the safety risk profile of the product.